Manufacturer narrative:
The insulin pump had blank display due to broken solder joint of b1 on interface board. The pump was unable to perform idle current test, run current test, self-test, off no power test, unexpected error test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The pump was received with detached end cap, minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the top part opposite where the reservoir goes in is cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.